Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 349 mg/dl. The customer was treated with a shot. The customer hung up not able to fully troubleshoot, the customer did not have a new battery to insert in the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.